Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call, the reservoir compartment on the insulin pump was broken. Customer sated the top of the reservoir compartment is cracked and retainer ring is coming off which causes the reservoir to come out. Customer's mother stated the customer experiences hyperglycemia events due to damage as customer does not noticed when the reservoir comes out. Customer's mother does not know how damage occurred. Customer's mother stated they treated with high blood glucose with manual injections and the insulin pump. Customer's mother declined troubleshooting for high blood glucose. Customer was advised to discontinue use of the device, revert to back up plan, and device needs to be returned for analysis. The insulin pump returning for analysis.